Event description:
It was reported that a few weeks after a da vinci-assisted sleeve gastrectomy procedure, the patient was brought back for repair of a hematoma due to an infected staple line. Fluid findings were exhibited on a CT scan. Additionally, an unspecified leak was identified in the proximal part of the stomach. As a result, endoscopically, the surgeon placed a vascular clip. The events leading up to the CT scan being performed, identification of the hematoma, and the cause of the post-operative complication(s) are unknown. Isi made multiple follow-up attempts to contact the surgeon to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication(s) cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A system log review was not performed since there is insufficient or unconfirmed product/event information. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient was brought back for repair of a hematoma that was associated with an infected staple line. Additionally, fluid findings were exhibited on a CT scan and an unspecified leak was identified in the proximal part of the stomach. As a result, the surgeon placed a vascular clip endoscopically. The post-operative complication(s) are unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.